Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarm. The caller did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.